Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had complained that there was a warming sensation on the ins pocket. The patient cannot differ if it was only when they would touch the pocket or when they are charging the ins. It was unknown if there were any external or environmental factors that led to the event. An impedance measurement was taken and high impedance was found. The patient's system was going to be checked again and troubleshooting was going to be performed on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the impedances were normal at the patient's last programming and the heating sensation had disappeared. It was also noted the heating sensation did not occur while charging. X-rays were taken as well and showed no problems. The issue was considered resolved.